Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 455 mg/dl and had been as high as 500 mg/dl. The customer confirmed that the device had not been bumped or dropped. The customer was advised to perform a 5.0 unit fixed prime, and the customer stated that the insulin pump alarmed no delivery. The customer was advised to rewind the insulin pump, and the customer reported that insulin exited with the manual prime. The customer was advised that the insulin pump was working as designed. The customer was advised that the alarm was caused by an occlusion related to the reservoir or infusion set. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.